Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed. The distal low voltage electrode of the lead was covered in blood. The outer insulation of the lead was extrinsically breached due to a tear and was extrinsically melted but not breached. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported the atrial lead had dislodged. The physician elected to remove the atrial lead and program the device to vvi rather than reposition the lead due to patient's noncompliance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead (B)(6) 2012. (B)(4).